Event description:
Pt had silicone mammary implants inserted on or around 1980 at another institution. Implant info is unavailable. Pt recently presented to physician office with pain. Elected for removal and exchange of implants. Implants will be given to pt upon receipt from pathology.